Manufacturer narrative:
Corrected data please note that this report (sr) service request no. (B)(4) (MDR # 3003742446-2010-00019) was duplicated under medwatch 3003742446-2010-00084/sr# (B)(4). Therefore, sr# (B)(4) and medwatch (3003742446-2010-00084 were voided in our system and all subsequent reports, including this one, will be submitted under MDR # 3003742446-2010-00019/sr# (B)(4). Medications: ((B)(6) 2009) pre-procedure medications administered were aspirin, clopidogrel, ace inhibitors or angiotensin receptor blockers, beta blockers. ((B)(6) 2009) intra procedure medications were thienopyridine, and clopidogrel. ((B)(6) 2009) post-procedure medications were heparin, aspirin, clopidogrel, and thienopyridine treatment. A patient initially enrolled in the (B)(4) study experienced a vessel spasm during the index procedure and a side branch occlusion resulting in a peri-procedural non q-wave myocardial infarction (mi). The mi was medically managed and the event resolved without sequelae. The side branch occlusion resulted from plaque shift while treating the main vessel and it was successfully treated with balloon angioplasty. The vessel spasm was related to the procedure. The indication for the index procedure was angina due to an in-stent restenosis of a previously implanted unknown bare metal stent in the distal left anterior descending (lad). The lesion was described as type c, 30mm in length and anatomically complex. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. The reference vessel was 3mm in diameter and had 70% visual stenosis. Pre-dilation was not conducted before a 3 x 33 cypher stent was implanted at 16atm. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post dilation was conducted. Timi iii flow was maintained. The residual diameter stenosis measured 0%. During the procedure, the patient experienced a vessel spasm and plaque shift occluding a diagonal. Pre and post procedure timi flow was 3. The patient's post procedure stenosis was 0%. Approximately three days post index procedure, the patient experienced chest pain/angina that was medically managed and resolved without sequelae. Past medical history that may have increased this patient's risk for mace includes previous pci ((B)(6) 2000), target vessel previously revascularized with unknown bare metal stent ((B)(6) 2002), hyperlipidaemia, hypertension, diabetes mellitus, allergy to sulfa and codeine and metabolic syndrome. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents like plaque) into the downstream flow with the potential to decrease it. This action (inherent risk of the procedure) combined with the patient's risk factors present in the medical history, vessel characteristics (type c lesion) and procedural factors (no pre-dilation conducted) may have contributed to the reported events.

Event description:
Information received from the (B) (6) study indicated that a patient experienced side branch occlusion and peri-procedural myocardial infarction (mi) after having a coronary artery stent implanted. The patient's history is significant for hyperlipidemia, hypertension, diabetes and previous percutaneous coronary artery intervention. The target lesion was the distal left anterior descending artery (lad). The lesion was described as a restenosis of an unknown bare metal stent in which brachytherapy had been performed in the past. The reference vessel diameter was reported as 3mm with a length of 30mm. The lesion was reported as anatomically complex due to the length. The lesion was direct stented with a 3.0mm x 33mm cypher rx stent at 16 atmospheres. The stent was then post-dilated and a "flush occlusion of the large diagonal branch originating from within the newly stented segment occurred." The patient had mild chest pain but no ECG changes. A cross wire was successfully used to penetrate the occluded branch, flow was restored and the side branch was treated with balloon angioplasty with two non-cordis balloons. The site has reported this event has a peri-procedural mi. The patient had bms placed in (B) (6) 2000 (unk brand) in the current target vessel distal (lad) left anterior descending artery, then underwent brachytherapy in 10/2002 on the same vessel for instent restenosis. Additional medical history consist of angina, hyperlipidemia, hypertension, diabetes mellitus type I, lvef of 50%, and a history of allergy. Medications at the time of the procedure consisted of aspirin, clopidogrel, statins, and ace inhibitors. The angina status at time of procedure was unstable iii type b. During the procedure, the patient received a loading dose of 75mg of clopidogrel, unfractioned heparin, aspirin. Act was 422 seconds. The reference vessel diameter was 3mm, minimum luminal diameter 3.1mm, lesion length was 30mm, distal lesion type c, instent restenosis of bms, and the lesion was anatomically complex due to the length. The vessel was native coronary, no thrombus, pre-procedure timi was iii, and no predilation was conducted. The cypher 3x33mm rx was deployed at 16 atmospheres. The patient was discharged on insulin, statins, beta-blockers, anti-platelet, diuretic, nitrates, arb, and proton pump inhibitors. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion and subsequent mi are known potential adverse events associated with implanting coronary artery stents. Coronary vasculature that is in bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization.

Event description:
It was reported that the unit displayed an e-1 error code.

Manufacturer narrative:
Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the events.